Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer found air bubbles in the reservoir. Customer stored insulin at room temperature. Customer did not use prefilled reservoirs and did not rewind the insulin pump with a reservoir in place. Customer was advised to review relevant infusion set and insulin pump instructions for use. Blood glucose value is unknown. Product was not replaced or returned for analysis.